Event description:
Broken scissor is being reported. The surgery performed was a right thumb and middle finger release, the scissor was found to be broken during surgery however, the operating room staff is uncertain as to whether the instrument was already broken or not at the time it was handed to the surgeon. No add'l medicine or other medical intervention was required. An x-ray was performed intraoperatively, the tip was not found in the pt on the x-ray, and there was no delay in the case.

Manufacturer narrative:
Evaluation: it concerns a forced fracture caused by mechanical overload. The backing material is bent. That is the cause of the breakage of the carbide metal. The hardness of the carbide metal was measured and corresponds to the specifications.